Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted inside sensor and broken. Missing broken part. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm change sensor and calibration error. Customer's blood glucose was 145 mg/dl. The customer stated that bad sensor alert occurred after 2nd consecutive calibration errors. Discussed to the customer the timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor. The customer advised that the sensor is bent. The customer was advised to sent back the current sensor and will ship out a replacement sensor.